Event description:
It was reported that during a da vinci-assisted pediatric nephrectomy surgical procedure, the discs on both sides of the permanent cautery hook instrument's head fell off into the body cavity and were not found. The user completed the procedure using a backup instrument with no further issues reported. Intuitive surgical, inc (isi) followed up with the initial reporter and obtained additional information regarding the reported event. The instrument was inspected prior to use with nothing noticed outside of the ordinary. The event date was confirmed to be (B)(6) 2023. The fragment fell into the patient as the customer was removing the instrument. The surgeon does not know why the fragment fell into the patient. The surgeon stated that they think the operation is in line with the formal process. The nurse said the device had been used about eight times, and the issue occurred on the ninth. During the operation, the surgeon did not find any functionality problems with the instruments. The surgeon and nurses determined that the instruments had not collided with other instruments. The issue occurred during the removal of the instrument. The instrument was not removed during the operation, and it was found that the instrument could not be removed when attempted to remove it from the cannula. The customer pulled out the instrument with the wrist straight. The customer noticed resistance when removing the instrument through the cannula. The trocar was not damaged. No other damage was observed to the instrument. Tests were performed and fragments could not be found on the ultrasound.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to pass the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The pch instrument moved properly and delivered energy delivery with no issue. The instrument was retested and passed engagement on multiple attempts. The instrument was fully functional. No product issue was identified. For clarification, the mentioned discs that fell off on both sides still showed to be attached. Both distal idler pulleys were still present with no fragments fell. Also, indentations and burrs were found on the edge of the distal idler pulleys. The instrument was found to have scratch marks/abrasions on the edge and surface of the distal clevis.